Event description:
It was reported during remote follow up that the right ventricular lead exhibited loss of capture, under sensing, and low pacing impedance. Polarity switch on the lead resulted in muscle stimulation and patient discomfort. Fluoroscopy found no physical anomalies. The lead was capped (B)(6) 2023 and successfully replaced. The patient was stable.